Manufacturer narrative:
Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - lps flex femur, catalog: 00576401651, lot: 61152461; lps flex articular surface, catalog: 00596403214, lot: 61112821; all poly patella, catalog: 00597206532, lot: 61160368; taper stem plug, catalog: 00596009900, lot: 61146295; palacos bone cement, catalog: 00111214001, lot: 67644195. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-01083 and 1822565-2017-03244.

Event description:
It is reported that the patient was revised due to pain. No additional information is known at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-01083, 0001822565-2017-03244, and 0002648920-2018-00496. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.